Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, pain, disability and subsequent surgical intervention for mesh excision. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on or about (B)(6) 2009, the patient underwent surgery for the repair of an umbilical hernia and was implanted with a bard/davol perfix plug. It is alleged that on or about (B)(6) 2011, the patient underwent a laparoscopic small bowel resection; on or about (B)(6) 2019, the patient underwent an open primary repair of umbilical hernia and on or about (B)(6) 2019, the patient underwent a laparotomy with a small bowel resection. It is alleged that on or about (B)(6) 2020, the patient underwent a laparoscopic repair of a recurrent incisional hernia and was implanted with a non-bard/davol mesh as well as an excision on the right side of the perfix plug mesh. Attorney also alleges that the patient has suffered and will continue to suffer chronic physical pain, disability, hospitalizations, additional surgeries, has undergone and will likely require in the further other forms of care and medical treatments. Attorney also alleges that the device was defective.